Manufacturer narrative:
On 22-feb-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, f-curve and when advancing the octaray catheter into the vizigo sheath, the physician noticed some resistance. The physician was able to successfully advance the octaray catheter through the vizigo sheath. However, when the octaray catheter was removed from the patient, a thread-like substance was discovered at the end of the device. There was some of the thread like substance observed on the hub of the vizigo sheath which the physician removed and discarded it. Upon inspection of the device the medical team could see some of the filament still connected to the distal portion of the octaray. Additionally, one of the catheter splines was slightly bent with no other notable damage. The malformed spline was suspected to have bent backward, causing the filament to break. The medical team checked the heart and the vizigo sheath with intracardiac echocardiography (ice) and there were no issues. The octaray was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 1-apr-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, f-curve and when advancing the octaray catheter into the vizigo sheath, the physician noticed some resistance. The physician was able to successfully advance the octaray catheter through the vizigo sheath. However, when the octaray catheter was removed from the patient, a thread-like substance was discovered at the end of the device. There was some of the thread like substance observed on the hub of the vizigo sheath which the physician removed and discarded it. Upon inspection of the device the medical team could see some of the filament still connected to the distal portion of the octaray. Additionally, one of the catheter splines was slightly bent with no other notable damage. The malformed spline was suspected to have bent backward, causing the filament to break. The medical team checked the heart and the vizigo sheath with intracardiac echocardiography (ice) and there were no issues. The octaray was replaced and the procedure continued. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed several electrodes lifted, a bent spline, and a plastic foreign material attached to the electrodes. For this reason, a fourier transform infrared spectroscopy (ftir) analysis was requested and the data revealed that foreign material showed the absorption bands for polytetrafluoroethylene (ptfe) base material. However, the source of origin of this material remains unknown. A manufacturing record evaluation was performed for the finished device 31107149l number, and no internal actions related to the reported complaint condition were identified. Since lifted electrodes and bent splines were observed, this failure could be related to the resistance issue reported; therefore, the customer complaint was confirmed. The damage on the electrode and the ptfe particle could be related to the interaction with the sheath during the procedure however, this cannot be conclusively determined. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded back toward the handle. Collapse the spines together using the insertion tube prior to insertion as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).